Event description:
X-rays were received and reviewed by the manufacturer. Based on the images provided, no obvious source of the high impedance condition was identified. Although no gross lead fracture can be observed, a micro-fracture in the lead cannot be ruled out. A portion of the lead is possibly behind the generator and cannot be visualized, therefore a lead fracture in that portion of the lead cannot be ruled out.

Event description:
Additional information was received that the patient had a full revision surgery to address the high impedance. The explanted lead and generator were stated to have been discarded after surgery so device return is not expected.

Event description:
Additional information was received from the physician via clinic notes. They stated that the patient had an electric shock sensation in his neck which was concluded to be associated with the high impedance reported.

Event description:
It was reported that the patient had x-rays taken and had a lead fracture. The x-rays have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.